Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that insulin pump had multiple pump error alarm and insulin pump was not working because of the battery was dead. The blood glucose at the time of the incident was 353 mg/dl. The customer stated that the they were able to clear the alarm but not able to rewind. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 38 alarms noted during testing. Moisture damage was found on the force sensor during visual inspection.